Event description:
It was reported that during follow-up, noise had been observed on both channels of the pulse generator. High current drain was also noted. The patient was in good condition and would be monitored through follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.